Event description:
Pt in labor and delivery experienced a significant change in her medical condition resulting in a code blue being called. When the staff attempted to remove the headboard of the birthing bed, it became wedged and could not be removed. Having the headboard in place made it more difficult for the md to accomplish intubation of the pt.